Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer from (B)(6) of peritonitis in a patient coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). During a call with baxter customer service, the patient reported that on an unknown date, she experienced peritonitis that resulted in hospitalization on (B)(6) 2011. The patient stated that the cause of the peritonitis was her losing interest in everything. Treatment was not reported. At the time of this report, the patient had not recovered and was still hospitalized. Dianeal pd4 ambuflex therapy was ongoing, an opinion of causality was not provided.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h11h06023, h11g11017 and h11f08080 with no exceptions observed related to the reported condition. The complaint was not confirmed. No device malfunction or use error was identified. The cause of the peritonitis was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not request. Should additional information become available, a follow-up report will be submitted. This is report 1 of 2 involved in this peritonitis incident.